Event description:
It was reported that the patient had revision surgery the day of this report. It was unknown by the caller what was done. A wire was stated to have been replaced but it wasn¿t sure what was done. Follow-up was performed to determine what the issue was that required the surgery, what troubleshooting had been done, if a cause had been found, and if the patient was receiving therapy. No information was initially known but further follow-up was performed to obtain these details following a meeting between the patient and the manufacturer representative scheduled for the week of (B)(6) 2014. This event will be updated if additional information is received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 37752, serial # (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2008, product type lead. (B)(4).

Event description:
Additional information received reported that the patient¿s battery was damaged from prolonged discharge. The patient perceived poor pain coverage so he turned off stimulation two to three years prior to the report. He never recharged. The manufacturer¿s representative (rep) got it restarted but it wouldn¿t keep the charge. There was no revision of the lead wire. The leads remained in place at the bottom of t8. The patient¿s battery was explanted on (B)(6) 2014. The patient recovered without permanent impairment but still had pain that wasn¿t covered.